Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was in the 200's mg/dl. The customer feels their blood glucose level are due to the type of insulin. The customer administered a bolus. Reportedly, the customer had used u500 insulin.